Event description:
Information was received that during use of this smiths medical cadd cassette reservoirs, leaked was noted at the "connection point between the extension set and cassette reservoir tubing". It was reported that the patient noticed small amount of fluid leaking at the connection site closest to pump and the connection was tightened and reinforced with tape. According to the report "no skin irritation noted". No reported adverse effect.

Manufacturer narrative:
Investigation results completed on a smiths medical cadd-ms 3 slate gray mdl 7400 pump. Device was evaluated and tested. Testing verified the complaint of alarm with no disposable and screen going blank. The cause of the event was isolated to downstream occlusion sensor and defective due to being shattered. Replacement taken for downstream occlusion sensor.

Event description:
Investigation results completed on smith medical cadd -ms 3 slate gray mdl 7400.